Event description:
It was reported that the patient died in his sleep. The patient had ventricular tachycardia (vt) in the monitor zone. The rhythm deteriorated and there was double counting of premature ventricular contractions (pvc) which caused a lead integrity alert to trigger. There were two carelink transmissions received by the clinic. The patient's wife found him dead after the clinic called her and asked her to check on him. It was also noted that the patient had received shocks prior to this event but did not alert anyone. The clinician wanted to know if the alert prevented therapy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m62 implantable tachy lead, implanted: (B)(6) 2013. (B)(4).